Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of low voltage advisory alarms was not confirmed; however, the reported event of bent power cables on the system controller and the reported event of a dim green pump running light emitting diode (led) was confirmed via the returned system controller. The heartmate 3 system controller (serial number (B)(6) was returned to abbott and a log file was downloaded. The downloaded log file and contained data spanning approximately 4 days (B)(6) 2021 per the timestamp). There were no other notable atypical alarms active in the log file. The system controller was functionally tested and passed all steps without issue. During the evaluation, the green pump running led was observed to be dim when a routine system controller self test was performed. Additionally, during the evaluation, the controller power cables were confirmed to be bent/kinked; however, this did not affect the functionality of the power cables. The power cables were dissected, and kinked underlying wires were observed. Provided information stated that the controller was changed out yesterday and will be returning to abbott. The root cause for the reported event of the low voltage alarm and bent power cables could not be conclusively determined through this analysis. In addition, the root cause of the reported event of the dim pump running led could not be conclusively determined through this analysis; however, a corrective and preventative action (CAPA) has been implemented to address the issue of dim pump running leds. The returned system controller was manufactured prior to the implementation of the CAPA. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarm conditions, power cable disconnect alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. Heartmate 3 patient handbook (rev. C) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the black power cable on the patient's controller appeared to be bent. There were low voltage alarms reported with the issue. The controller also had a dim pump running light. The hospital planned to exchange the patient's controller in a safe clinical environment. The patient was not harmed as a result of this event and the heartmate 3 and its peripheral equipment functioned as intended and designed.